Manufacturer narrative:
At this time, the product has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and is out of service. No further adverse patient effects were reported this device is expected for return but has not been received. Should the device be return or additional information be received, an updated report will be provided.